Event description:
It was reported when using the bd pyxis¿ es server, unable to pull out controlled substance from the pyxis machine for patient. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available.a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ es server, unable to pull out controlled substance from the pyxis machine for patient. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of this incident, technical support specialist (tss) confirmed that customer resolved the issue and no further investigation required for this device the system functioned as intended after the customer resolve the issue.